Event description:
It was reported that the deep brain stimulation (dbs) patient presented for a follow up and computed tomography (CT) showed that the right lead had pulled back and was not near the globus pallidus internus (gpi). The CT also showed that the left lead had not been placed well but was located near the globus pallidus externa (gpe). The patient underwent a revision procedure to replace and reposition the dbs system to target the subthalamic nucleus (stn).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7078766. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 27123411. Product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 509293. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7086928. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7086907.